Manufacturer narrative:
(B)(4). Batch # p92d52. Investigation summary: the device was returned with the blade scratched and cracked. The device was connected to a test hand piece and a gen11 and during functional testing, it was noted that the min hand activation button was nonfunctional. However, the device was tested with the foot switch and an alert screen was displayed. The device was disassembled to inspect the internal components. Corrosion was found at the min hand activation dome. Due to the moisture discovered on the instrument which is evidence of possible reuse, we are unable to determine how this condition impacted the performance of the device and therefore cannot conclude a root cause. Our manufacturing, sterilization, packaging, and shipment processes do not introduce corrosion / moisture to the device. The batch history record was reviewed and there were no defects, protocols, or ncr(s) found during the manufacturing process related to this complaint.

Event description:
It was reported that during an unknown procedure, the probe was displaying instrument error the moment the test was conducted. There was no patient consequence.